Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
A remote monitoring notification was received for non-sustained oversensing. Technical support indicated the oversensing was likely due to myopotentials. The device was reprogrammed and the event resolved with no adverse consequences to the patient.